Manufacturer narrative:
The reported defective device has yet to be returned to the MFR for a device evaluation. The firm is attempting to obtain the device and additional information regarding the event and patient outcome. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lot met all material, assembly, and performance specifications. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on (B)(6) 2013, a patient of unknown age and gender presented for an endovenous laser treatment. The procedure was successfully completed with no reported complications. At the end of the procedure it was noted the end of the fiber had fractured off inside of the patient. The fractured piece was successfully retrieved through the entry point by applying pressure along the length of the vein, forcing the fractured piece to evacuate from the vein. There was no report of permanent harm or injury to the patient due to this event. It was reported the disposable device is available for return to the MFR for evaluation.